Event description:
Healthcare professional reported through a sales representative that the patient reported "feeling a lump", the healthcare professional mentioned that the areas felt hard on palpation, that the patient underwent an x-ray and a fatty mass about 3 centimeters was observed, and suspected paradoxical hyperplasia (ph) on the upper abdomen, lower abdomen, and upper arms areas with a curve 120, curve 150, and flat 165 applicators for a coolsculpting elite system 6 months post treatment, following treatments performed on (B)(6) 2023, and (B)(6) 2025. Later, the healthcare professional reported that "compared with the untreated area, the subcutaneous tissue in the treated area was thicker and palpably firmer.".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.